Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had pocket hematoma evacuation. This device remains in service. No additional adverse patient effects were reported.